Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. Preliminary investigation results of distal tip detached exposing the tip of the metal core wire. The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific that a sensor guidewire was used during a laser ureterolithotomy procedure performed on (B)(6) 2015. According to the complainant, during the positioning and deployment attempt for the polaris¿ ultra stent, an attempt to remove the guidewire from the stent was done; however, the guidewire became stuck inside the stent. The stent was removed together with the guidewire. No part of the guidewire detached inside the patient. A new polaris¿ ultra stent and sensor guidewire were used to complete the procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. On (B)(6) 2015, device evaluation of the polaris¿ ultra stent also noted that the distal tip of the sensor guidewire was detached, exposing the tip of the metal core wire.

Manufacturer narrative:
A visual examination of the guidewire revealed that the guidewire was stuck inside the stent. The polymer tip was found detached and damaged. The tip of the metal corewire was exposed. Residues were noted on the guidewire's surface at the distal section. There was no evidence of corewire fracture. Evidence of adhesive remnants were found which indicate that the pebax tip was correctly adhered during the manufacturing process. The complaint is consistent with the returned guidewire since the tip was detached and the tip of the metal corewire was exposed. It is most probable that anatomical or procedural factors could have generated the failure encountered. Based on all gathered information, the most probable root cause is "operational context.¿

Event description:
It was reported to boston scientific that a sensor guidewire was used during a laser ureterolithotomy procedure performed on (B)(6) 2015. According to the complainant, during the positioning and deployment attempt for the polaris¿ ultra stent, an attempt to remove the guidewire from the stent was done; however, the guidewire became stuck inside the stent. The stent was removed together with the guidewire. No part of the guidewire detached inside the patient. A new polaris¿ ultra stent and sensor guidewire were used to complete the procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. On (B)(6) 2015, device evaluation of the polaris¿ ultra stent also noted that the distal tip of the sensor guidewire was detached, exposing the tip of the metal core wire.